Event description:
On december 19, 2024, microport crm rep (B)(6) called technical services stating that he was performing an in-clinic interrogation of (B)(6). Upon interrogation, a warning message stating "rrt occurred on (B)(6) 2024. Magnet rate 80" is displayed. (B)(6) states the device is found programmed in vvi mode and is displaying the current battery voltage value to be 3.12v.